Manufacturer narrative:
(B)(4). The device was not returned, however a photograph was received and evaluated. Visual inspection of the photograph showed an inverted septum of the interlink y-site. The reported condition is verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum for the access set folded in while being accessed with a blunt needle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device is an interlink solution set. The previously reported condition of a folded in septum caused blood to backflow into the line. Should additional relevant information become available, a supplemental report will be submitted.